Event description:
The donor was 42 minutes into a double platelet product donation. The donor stated that they were feeling light headed and nauseated. The operator commented that the donor appeared pallor and began to sweat. The procedure was ended. When the donor was discharged they commented that they felt dizzy. In a follow up call from the center the donor stated they were feeling fine. Procedure information: the center supplied the following information: the procedure was for platelet pheresis. The total volume of whole blood processed was 2893 ml. The total volume of acd infused was 351 ml. The set flow rate was 66 ml/min. The acd ration was 10:1. The duration of the procedure was 42 minutes. The product was kept and has been transfused. The donor had 49 previous apheresis donations and 9 whole blood donations.